Manufacturer narrative:
The sample was submitted for investigation. Investigation confirmed the presence of a streptavidin interfering factor. This specific interference is addressed in product labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for free thyroxine (ft4). Of the data provided, erroneous thyrotropin (tsh), free triiodothyronine (ft3), thyroxine (t4), and triiodothyronine (t3) were also identified. The erroneous results were reported outside of the laboratory. This medwatch will cover t3. Refer to medwatch with (B)(6) for information on the ft4 erroneous results, medwatch with (B)(6) for information on the tsh erroneous results, medwatch with (B)(6) for information on the ft3 erroneous results, and medwatch with (B)(6) for information on the t4 erroneous results. Refer to the attached data for patient results. Based on the ft4 results, it was suspected that the patient had hyperthyroidism and was prescribed anti-thyroid medications of propylthiouracil and thiamazole for 2 consecutive days. No adverse event occurred due to this treatment. The e601 analyzer used at the customer site was ad2561-27.